Manufacturer narrative:
Post market surveillance for med consumables. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided by customer.

Event description:
The customer reported that when the clinician opened the pump module chamber they noticed a balloon in pumping segment of the tubing. There was no harm.

Event description:
The customer reported that when the clinician opened the pump module chamber they noticed a balloon in pumping segment of the tubing. There was no harm.

Manufacturer narrative:
The customer¿s report of a balloon in the silicone pumping segment was confirmed. Visual inspection of the set noted that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. No other anomalies were observed. Functional and pressure testing resulted in the set flowing freely and ran with no bulge/balloon in the silicone segment when the device door was opened after infusion was completed. A lab 10ml syringe filled with water was used to perform a rapid IV push using the set¿s distal smartsite as the injection site. An IV push was performed first by occluding the tubing above the injection port, and then again by not occluding the tubing. The IV push performed by not occluding the tubing above the injection port observed a bulge/balloon when the device door was opened. The root cause of the balloon/bulge in the silicone segment was due to when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to bulge/balloon.